Manufacturer narrative:
If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was a hemostatic valve separation issue. There was resistance when the dilator was inserted into the sheath and the dilator had blood backflow in the hemostatic valve. The sheath was replaced, and the procedure continued without further issue. The sheath was being used on a patient, but it was removed quickly so no air entered the patient. There were no hemostatic consequences observed and no medical intervention required. There was no reported resistance when irrigating the sheath, nor was a blockage reported. The needle moved through the sheath (transseptal puncture was performed). Due to the incidence of blood backflow through the with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, it was suspected that the valve malfunctioned. The hemostatic valve issue was assessed as MDR reportable for a hemostatic valve separation issue. In addition, the issue described as resistance when the dilator was inserted into the sheath was assessed as not MDR reportable for an obstructed sheath issue. Since the dilator does not allow another device to be introduced, the user will not be able to use the device and will have to replace it. The most likely consequence was an intraprocedural delay. The potential risk that it could cause or contribute to a serious injury or death was remote.

Manufacturer narrative:
The bwi product analysis lab received the device for evaluation on 4/28/2021. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).

Manufacturer narrative:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium and there was a hemostatic valve separation issue. There was resistance when the dilator was inserted into the sheath and the dilator had blood backflow in the hemostatic valve. The sheath was replaced, and the procedure continued without further issue. The sheath was being used on a patient, but it was removed quickly so no air entered the patient. There were no hemostatic consequences observed and no medical intervention required. There was no reported resistance when irrigating the sheath, nor was a blockage reported. The needle moved through the sheath (transseptal puncture was performed). Due to the incidence of blood backflow through the with carto vizigo¿ 8.5f bi-directional guiding sheath ¿ medium, it was suspected that the valve malfunctioned. The device evaluation was completed on 5/12/2021. The product was returned to biosense webster for evaluation. Bwi then conducted visual inspection and microscopic examination of the returned device. Visual analysis of the returned sample revealed that the hemostatic valve was found dislodged inside of hub of the vizigo sheath. Microscopic examination in the hemostatic valve surface and showed evidence of stress marks on the outer diameter. In other hand, the brim cap and the silicone ring were placed in the correct position and found in good conditions. A device history record evaluation was performed for the finished device batch number, and no internal actions were identified. As part of biosense webster¿s quality process all devices are manufactured, inspected, and released to approved specifications. An internal corrective action has been opened to investigate this failure mode. It should be noted that product failure is multifactorial. Based on the information currently available, microscopic examination of the returned product indicates that hemostatic valve was found dislodged into the hub. It was determined that the issue observed could be related to the incorrect insertion of the dilator into the sheath causing the dislodgment of the valve, the stress marks and physical damage observed which suggest that excessive force was applied. According to the odp (optimal performance guide), there are some precautions on inserting the dilator into the vizigo sheath: ¿always insert a dilator straight into the center of the sheath¿s valve to prevent damage to the valve. Do not insert a dilator at an angle, as damage to the sheath valve may occur.¿ if additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).